Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information on february 13, 2018 that this patient has been scheduled for a revision procedure. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018 due to electrode migration. The electrode was successfully repositioned.